Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the symptom history for the mobile monitoring application could not connect to the network, displaying error code 619. The implantable cardiac monitor (icm) patient attempted to send a symptom but was unable to transmit any information. Troubleshooting steps included verifying the application version, assisting with updates if needed, ensuring the smart device operating system was current, switching between wireless fidelity and cellular connections, checking for a locked universally unique identifier in the support console, and confirming whether a key exchange reset was required. The resolution involved submitting a ticket with an expected resolution time of one to two days. The it ticket stated to note that the error message that are seeing in the symptom journal within mobile monitoring application was due to a system timeout, which occurs when a high number of symptoms are submitted in a short period of time. At this time, there was no recommended workaround for this issue, and it was currently being tracked internally by our team. However, we can confirm that you are still able to submit symptom episodes successfully. Your most recent submission was received on january 26. Kindly keep in mind that only three symptoms per day can be submitted. If this limit is exceeded, the same error message may appear again. It was further noted that the icm experienced undersensing of r waves. It was further noted that the icm did not collect data. The icm remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.